Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the mid left anterior descending coronary artery, which was mildly tortuous, heavily calcified and 99% stenosed. After the diameter of target vessel was measured and confirmed by intravascular ultrasound (ivus), a 2.75x12mm xience alpine stent delivery system (sds) was advanced toward the target lesion; however, the 2.75x12mm xience alpine sds failed to cross, due to resistance with the target lesion. During removal of the 2.75x12mm xience alpine sds, resistance was again experienced with the patient anatomy. A new xience alpine sds was successfully implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.